Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when a senior csr reviewed the call. The patient claimed that the meter started to read inaccurately at 11pm on (B)(6) 2015, when he obtained alleged inaccurately erratic blood glucose results of "111, 79 and 141 mg/dl" performed on the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' precision criteria. The patient manages his diabetes with insulin (self-adjuster). It is not clear what action, if any, the patient took in response to obtaining the alleged inaccurate results. He claimed that at 2:20am on (B)(6) 2015, he developed symptoms of "shaking, sweating [and] hungry". He reported that he self-treated his symptoms with food and/or drink, also at 2:20am on (B)(6) 2015. At the time of troubleshooting, the cca noted that the patient's meter was set to the correct unit of measure, his test strips had been stored correctly and the test strip vial was not cracked or broken. The patient had used an approved sample site to obtain the blood samples and he described the correct testing steps. However, he did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurately erratic readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #4. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.